Manufacturer narrative:
Device was returned for evaluation. The device was at end of service (eos) upon receipt due to high settings from autocapture, and low pacing lead impedances consistent with explant damage on leads. Analysis performed, including electrical testing, found no anomaly. Device was above eri during the entire implant duration, and this is considered normal battery depletion.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.